Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed dome. There is no injury associated with this event. Kci is reporting this event found by kci quality engineering as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On 31-mar-2020, kci quality engineering identified the activ.a.c.¿ therapy system had a collapsed power button.